Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Manufacturing records were not reviewed as the serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article: " a hybrid double access for transcatheter mitral valve-in-valve implantation" author paolo pagnotta et al, edwards learned that a (B)(6) patient underwent valve in valve to treat her bioprosthetic mitral valve due to valve degeneration after an unknown implant duration. Transesophageal echocardiography (tee) documented mitral bioprosthesis dysfunction owing to thickening and hypomobility of the leaflets with a mean gradient of 12mmhg, preserved left ventricular systolic function (left ventricular ejection fraction 55%) and severe pulmonary hypertension (estimated pulmonary systolic pressure = 65mmhg). An edwards transcatheter valve was implanted successfully within the mitral bioprosthesis through the transapical approach. As reported, the postoperative course was uneventful, and the patient was discharged 6 days after the intervention.